Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported one false positive flu b result on sofia flu+sars. The customer communicated the result was confirmed by another rapid antigen assay.